Manufacturer narrative:
Company representative evaluated the unit. Corrections included front panel antenna voltages adjustment and a replacement tim. System was tested, calibrated, and safety tested to factory's specifications.

Event description:
Customer reported the panorama central station's wireless transceiver (tim) had lost communication and showed limited arrhythmia signals. No pt injury was reported.